Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report two discordant carbon dioxide concentrated (co2_c) results. Quality controls (qc) were in range at the time the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. While analyzing the instrument, the cse cleaned the reaction tray and dilution tray wash units (wud and dwud) and adjusted the probe alignment. The cse ran precision test, resulting within specification. A siemens headquarters support center (hsc) specialist reviewed the information provided and concluded there is no reagent or method issue associated with this event. The cause of the discordant co2_c result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated carbon dioxide concentrated (co2_c) results were obtained on patient samples on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The samples were auto-repeated, resulting lower. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.